Manufacturer narrative:
Device evaluation: broken shell, crease flat, missing shell (75-100%) and underweight. A visual and microscopic analysis was performed which identified: sharp broken on patch bond edge and striated broken on posterior. Base on the device analysis the final assessment is: sharp pattern on patch bond edge of broken device assessed as an unidentified (tear) opening. A striated pattern of broken assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Patient reported left side "moderate" breast pain and "a lump or thickening in or near the breast or in the underarm area" (lump/nodule), side unspecified. This record represents the left side. No form of surgical treatment or reoperation were indicated. Healthcare professional additionally reported left side rupture. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/24/2011 and 10/23/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: moderate" breast pain and "a lump or thickening in or near the breast or in the underarm area."

Event description:
Patient reported left side "moderate" breast pain and "a lump or thickening in or near the breast or in the underarm area" (lump/nodule). Rupture was identified during the explant surgery. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b, d9, h3, h6.

Event description:
Patient reported left side "moderate" breast pain and "a lump or thickening in or near the breast or in the underarm area" (lump/nodule). Rupture was identified during the explant surgery. Device has been explanted.